Manufacturer narrative:
Additional information has been requested and if received will be submitted on a supplemental report.

Event description:
It was reported that the patient had been complaining of discomfort and noise when walking since 2004. The patient was revised.